Event description:
It was reported that during a laparoscopic low anterior resection procedure, the inactive white part became thinner until in the end almost everything was gone. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4): info anticipated, but unavailable at this time.